Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, externalized conductors were observed on the lead via x-ray imaging. The lead was capped and replaced on (B)(6) 2017. The patient condition was stable.